Event description:
Reporter alleged obtaining the result of 94 mg/dl, taking 5 sugar tablets, and then obtaining the results of 358 mg/dl, 351 mg/dl, 119 mg/dl and 199 mg/dl back to back within 10 minutes on the advantage system. Reporter drank (B)(6) and ate peanut butter crackers prior to obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Follow up # 2/supplemental report text (B)(4) 2010. The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed. Correction: (B)(4) 2010. The lay user/patient's meter was returned on (B)(4) 2010 and evaluation was completed on (B)(4) 2010 by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. This information was errantly sent in supplemental #1 dated (B)(4) 2010.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) in (B)(4) alleging that the onetouch ultra2 meter is giving inaccurate low reading of "140 mg/dl" compared to the lab reading of "230 mg/dl." This medical surveillance obtained follow-up answers on (B)(6), 2010 from (B)(6). The patient tests his blood glucose 4 times per day and manages his diabetes with novo rapid and insulator insulin. The novo rapid is based on a sliding scale regimen per the lfs meter reading. On average the patient takes 32 units of insulator insulin once per day and 12 units of novorapid 3 times per day. The patient claimed he took 12 units of insulin based on unspecified low reading obtained on the subject meter and developed hypoglycemic symptoms of "sweaty, blurred vision, and feels very tired" 1 hour and 45 minutes later. Self treatment with food and drink was administered at the time of concern. He slept for approximately 1.5 hours after his alleged treatment and felt better afterwards. During the follow-up, the patient could not provide the specific readings he obtained prior to and during the alleged symptom on the day of concern. According to the troubleshooting performed with customer service, the patient's meter to lab comparison was performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the patient claimed he had symptoms that can be suggestive of hypoglycemia after he took insulin based on the lfs meter reading.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.